Manufacturer narrative:
Date rec¿d by MFR : 01aug 2019. There was no on-site evaluation by the manufacturer - despite repeated attempts by the manufacturer's phone technician, the customer could not be reached, nor did the customer respond to email inquiries pertaining to the state of this ventilator. No resolution could be determined, as due diligence attempts were exhausted by the manufacturer's phone technician in an attempt to reach the customer. The current state of this ventilator is not known. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a non-descript alarm at power up. There was no patient involvement.